Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported patient had been having problems with her device. Patient stated maybe it was her setting. She usually had it set up and seemed like she was using the bathroom and urinating every half hour to an hour. She thought there was something going on, so she replaced her patient programmer (pp) and trying to understand the pp. Patient stated she was reading the direction and trying to increase it to see if she feels stim but does not know if she is doing it right. She went up to 5v on program 2 but did not feel anything. She wanted to know if increasing stim and if this would decrease the urge to go to the bathroom. Patient indicated she had implant for a while and this was the first time this was happening. Patient stated the healthcare provider (hcp) said she did not need to contact them when she needs to make adjustments. Hcp said to increase stim to where she feels it and monitor symptoms. Patient was instructed to sync with pp during the call and pp showed stim was on. During trouble shooting, patient stood up and said she got the poor communication screen. Patient repositioned antenna and was able to communicate with the implant. It was noted that patient was feeling stim in the correct area. She felt stim in her buttock. Patient noted that she felt she had to use the bathroom during troubleshooting. Patient confirmed stim was comfortable. She had been working out a lot. Patient was redirected to follow up with healthcare provider if symptoms did not resolve. There were no further complications that have been reported as a result of this event.